Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in intensive care unit due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021 with blood glucose of 698 mg/dl. The customer did experienced the symptoms such as could not breathe, serious palpitations, kept getting higher blood glucose, loss of consciousness. Customer stated insulin pump was not working and did not delivered insulin. Customer stated they lost insulin pump in intensive care unit. Auto mode feature was not active during the time of event. The insulin pump will be and reservoir will not returned for analysis.